Event description:
It was reported the light source presented a fiber optic cable tan could not be locked securely in the connection socket and slipped out of the device when the cable was moved. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: defective light source socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective light source socket. In regard to the defective light source socket, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.